Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. It was reported that the patient complained that their leads feel like they have migrated a little bit. A change in therapy was noted. It was further mentioned that the patient¿s therapy has decreased in effectiveness. The implantable neurostimulator was tested, and it was confirmed that it has over one year of life left, and all impedances were fine. The patient¿s physician will evaluate and determine whether or not a revision is needed. No contributing factors were reported. The patient was implanted for head/neck (non-malignant).

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6)2017 reporting that on (B)(6)2017 the health care provider (hcp) replaced the end of service (eos) battery and revised the leads per the patient¿s request. No other issues were re ported. The patient did well and had good stimulation post-operation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s implantable neurostimulator (ins) reached eos normally. The ins has been discarded, thus will not be returned for analysis. The patient¿s weight was not made available to the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.